Event description:
Patient reported performing back-to-back tests, using the suspect device, with results of 459 mg/dl, 217 mg/dl, and 213 mg/dl. Based on the erratic results, patient scheduled a lab test. At the time of the report, patient had not yet received the result from the laboratory blood glucose test. No patient injury was reported. Valid quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.